Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that left ventricular exit block was observed. In clinic, measurements were taken and no blockage was found. Lead revision was attempted but measurements of both the lead and device on external equipment showed normal results. The manufacturer investigated and determined the issue likely to be due to device settings. Device remains implanted. Pt condition was good and no adverse events were reported.